Event description:
During placement of the tsrh screws for l4-s1 fusion, the tip of the screwdriver broke off in the head of the screw that was already in the patient. The tip of the screwdriver was embedded in the head of the screw and could not be removed. Manufacturer response (as per reporter) for screw removal driver short, tsrh screw removal driverwould like the instrument returned.